Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Location of device is unknown.

Event description:
It was reported that the abutment on tooth site #30 became loose.

Event description:
Upon follow up, the abutment initially became loose on june 18, 2019.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the event date was updated to june 18, 2019, and the product will not be returned. The following sections are being reported: b3: date of the event was updated. B4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device not returned to manufacturer was updated. H4: device manufacturer date unknown / not provided h10: narrative/data was updated. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.